Event description:
Boston scientific received information that the latitude system detected that this device, which was included in the mid-life display of replacement indicators product update classified as a product advisory was initially communicated on (B)(6) 2007, declared elective replacement indicator (eri) as a result of an unexpected charge time measurement. Technical services discussed device replacement considerations. An invasive revision procedure was performed and the device was successfully explanted and replaced.

Manufacturer narrative:
At this time the device has not been returned to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.